Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: a pusher wire, a coil and an introducer sheath were returned. The coil and the pusher wire were not interlocked in the introducer sheath when they were returned. The pusher wire was kinked in the ss coil region. The coil was highly stretched. Microscopic inspection revealed the interlocking arm of the pusher wire was intact. The coil¿s zap tip was round and smooth. The coil¿s interlocking arm was not present on the device. The coil in the proximity is highly stretched. The number of fiber bundles on the coil did not meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-00478. It was reported that a coil was stuck. The severely tortuous target lesion was located in the internal iliac artery. During the embolization treatment procedure, a renegade - 18 micro catheter was advanced to the target lesion and 6 interlock detachable coils were deployed with no issues. The physician inserted this 14mm x 30cm interlock detachable coil and advanced it into the microcatheter. The physician then pulled the coil back within the microcatheter and it became stuck. The procedure was completed with another of the same device and the same renegade catheter. No patient complications were reported and the patient's condition is good. However, device analysis revealed missing fiber bundles and the interlocking arm of the coil was detached.